Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a no delivery alarm. It was also reported that customer received a motor error alarm. Customer's blood glucose was 417 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer was not able to troubleshoot due to issue being resolved. Caller was advised to monitor insulin pump and to call back should issue persist.